Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 2 years and 6 months post port placement on right chest, the port allegedly had no blood return. It was further reported that the port needle allegedly retracted from port body and leaked under the skin. Reportedly the patient experienced swelling around the port base and the port was removed from the patient body. The patient's current status was unknown.

Event description:
It was reported that approximately 2 years and 6 months port placement on right chest, the port allegedly had no blood return. It was further reported that the port needle allegedly retracted form port body and leaked under the skin. Reportedly the patient experienced swelling around the port base and the port was removed from the patient body. The patient was injured.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fluid leak and identified septum hole issues as a hole was noted on the center of the septum between the three septum bumps and leak was noted from the hole on the septum of the port in the provided photo. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: b5, h6 (device, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.